Event description:
--

Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion. Hence, a surgical intervention was done to explant this device. This device is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which confirmed the device had failed to meet longevity expectations. The device case was opened and the battery was replaced with an external power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded low-voltage capacitor, causing the reported field observation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.